Event description:
It was reported that a malfunction occurred on the pump, specifically displaying a non-resettable malf 3 error code. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy and was sent a replacement pump by technical support, who also provided instructions for managing the transition and returning the malfunctioning pump.